Event description:
The customer reported that they received discrepant results for a total of eight patient samples tested for intact human chorionic gonadotropin + the ss-subunit (hcgb). The customer first noticed a discrepancy with one patient sample. After this, 7 samples with low concentrations were repeated. Of the eight total samples, one had an erroneous result that was not accompanied by a data flag and was reported outside of the laboratory. The sample initially resulted as 1.02 miu/ml and this value was reported outside of the laboratory. The sample was repeated on (B)(4) 2014 and resulted as 16.20 miu/ml. After the second measurement, the correct result was released to the patient and physician. The patient was not adversely affected. The hcgb reagent lot number was 175098. The reagent expiration date was asked for, but not provided. The alarm trace was analyzed and it was noted that there were several alarms indicating "premature lld on the reagent pack." Several results were also accompanied by data flags indicating "reag h." A specific root cause could not be determined. Investigations determined that based on the information provided, it is very likely that there was foam on the reagent. If there is foam on the pack, an incorrect volume of reagent would be pipetted for analysis.

Manufacturer narrative:
This event occurred in (B)(6).